Event description:
It was reported that, during preparation outside of the patient for a farawave catheter, there was an irrigation port occlusion and irrigation flow was insufficient. The catheter was replaced because water could not flow through it during preparation (blockage). No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief luer are separated. Microscopic inspection observed an issue with the adhesive between the parts from the separation of the strain relief. The reported allegation was confirmed.